Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 277 mg/dl. The customer stated her blood glucose was over 300 mg/dl and the pump did not alarm no delivery. The customer stated that the pump failed three out of four tests. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 1.0u. The customer stated that the insulin did not come out. The customer stated that there was also a displayable history crc check failed at startup from the insulin pump. The customer stated that a temporary basal was not programmed before the alarm. The customer was advised to repeat the hp test and call back if the alarm does not occur.